Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a fault patient circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed to be due to a faulty patient board set. Additional findings were a worn-out video connector latch causing the poor connection with the pigtails and an older software version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis exera iii video system center was not working. Inspection and testing of the returned device found a faulty patient board set was causing a no image issue. There were no reports of patient harm or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.